Event description:
It was reported that on (B)(6) 2022, the removal of broken nail due to nonunion. The surgery was successfully completed with no delay. No fragments were generated. There is no further information. This report is for one (1) 5.0 ti lckng screw t25 sd 46 f/im nail-s. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.